Manufacturer narrative:
The event occurred in (B)(6).while this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia. The patient was having symptoms of hyperglycemia and she was taken to the hospital. The patient's blood glucose result was elevated. The patient was treated with insulin via IV. The patient was still in the hospital; therefore, it is unknown how long the patient was hospitalized. An e-4 occlusion error message was displayed on the infusion device on (B)(6)2016. The reporter "assumed" the incident was caused by an occlusion within the device. Return of the suspect device was requested for evaluation.